Event description:
Received a 3500 from the FDA that was generated by the user facility. The description of events as described in the 3500 are a bit confusing. The complaint detail talks about a pt burn using a vapr irrigation / suction system in an arthroscopic shoulder repair. The vapr system is not a fluid mgmt system, it is an electrosurgical device and has no ability to manage fluid in anyway shape or form. The verbiage states that the staff incorrectly set up the fluid mgmt system (whatever that system was) in such a way that there was not a continuous flow of irrigant, which in turn caused heated fluid to pool and cause a burn to the pt. It is further reported that only in the post anesthesia care unit where the pt complained of a burning sensation was the care givers made aware of the burn issue, not as it was happening during the repair. The pt suffered a 2nd degree burn approx 3" x 6" along with 2 blisters anterior to neck. Iodoform and a gauze dressing were applied at this point. The pt or family member was instructed to continue treatment with silvadene and gauze dressing after discharge. The reporter also talks about the facility having disposed of whatever device they are reporting.

Manufacturer narrative:
As stated at the beginning of this report, the description of event by the reporting facility is confusing in terms of what kind of device / system is being reported as problematic. The talk in generalities about two different type systems, an electrosurgical system and a fluid mgmt system, as if they were one and the same, they are not. The electrosurgical system is used in the aid of removing soft tissue, ablation and coaguatlion, via thermal radio frequency. A fluid management system is used to manage the flow of fluid through and within a joint space during arthroscopic procedures. The fluid flow aids in dissipating heat build up from the use of electrosurgical devices, and, aids in both clearing out debris from the joint space and scope visualization during a procedure. While both systems would likely be used in consort, they are never the less two separate systems. Further to this, the complaint verbiage indicate considerable ineptness on the part of the staff in both not correctly setting up whatever device / system was used and the lack of timely observation of the pt burn as it was happening, the rather large 2nd degree burn. All said, this on the weight of the reporter's words is definitely a user facility issue. Have left voice mails to the initiator of the 3500 asking for clarity of the issue. When this is accomplished a follow up report detailing as much clarity as possible will be filed.